Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a malfunction, indicated by an alert 4 (user parameters corrupted alert), enunciated on (B)(6) 2021. This resulted in the logs from (B)(6) 2021 being erased and they were no longer available for review. Therefore, the bg levels for (B)(6) 2021 could not be identified. As such, the complaint could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred. The customer's blood glucose (bg) level was approximately 80 mg/dl. In addition, it was reported that the customer experienced low bg levels that did not go below 50 mg/dl. Cause of low bg was unknown. Customer consumed carbohydrates to address the low bg. Reportedly, the customer reverted to an alternate pump for insulin therapy.